Manufacturer narrative:
Integra completed its internal investigation 16dec2016. The investigation included: method: - review of device history records. - review of complaint management database for similar complaints. Results: device history record reviewed for this product ID s/n (B)(4) manufactured on 7/27/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined.

Event description:
Two patient events were reported by the same customer for the same issue. This is report 1 of 2. Mfg report numbers: 3004608878-2017-00008; 3004608878-2017-00009. It was reported the device was not cutting skin/skipping over areas of skin. It was described, ¿¿skips across the skin leaving imperfect and unusable skin grafts.¿ it was reported there was no patient injury alleged and no medical intervention was required. It was reported there was a delay in surgery. The length of delay was reported as ¿n/a¿. It was later reported a second graft was harvested from the patient to complete the surgery. The delay for one case was about 10 minutes, the delay for the second case was over 45 minutes due to having to flash the item for immediate use.